Manufacturer narrative:
One tapered screw-vent implant (tsvtb11) was returned for investigation. Visual evaluation of the as returned implant identified fracture around the collar. Additionally, there was bone residue around the external threads due to usage. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted. The reported device had been placed on tooth # 4 (universal) for approximately 5 years. X-ray/picture image was not provided. Appropriate documentation was reviewed. DHR review for the lot (62689760) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed using the lot number (62689760) for similar events and two other complaints were identified ¿ (B)(4). Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Device UDI number unknown / not provided.

Event description:
It was reported by the customer that the implant failed due to fracturing. The patient will not return for additional appointments. Tooth #4.